Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 16-may-2024, it was reported that the patient experienced infusion set fell off during use. The infusion set used for one day. The issue got resolved by replacing the infusion set and resumed insulin successfully. No further information available.